Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was inaccurate. Reportedly, the pump time has "lost" 10 minutes. Customer had elevated blood glucose levels (252 mg/dl). Customer delivered a bolus, and stated they will change out the supplies to stabilize blood glucose levels. Pump time was corrected by the customer prior to calling in to tandem technical support.